Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. Follow up information identified the sjm representative met with the patient and determined the patient last recharged 4 weeks ago. The sjm confirmed the issue. Surgical intervention may be pending to address this issue.